Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted and completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system produced visible smoke. Review of the system log file showed that convert inside velara was faulty as the system emitted visible smoke and subsequently shut down. To resolve the issue, fse replaced the converter. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips the system produced visible smoke and shut down. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.